Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) delivered an inappropriate shock in september of 1996. The patient has not received any inappropriate therapy since then. The ICD was pacing at the lower rate limit (60 beats per minute) prior to the episode.